Event description:
A malfunction was reported with a malfunction code of malf 12. There was no adverse impact to the customer's blood glucose level. Customer technical support provided information to reset the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to call back if the malfunction reappears, which the caller acknowledged and understood.